Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening valve bond edge side assessed as an unidentified (tear) opening. Valve leak and/ or damage: no observed was leak or damage on the valve. Additional observations: observed white particles observed inside device. Observed creases on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "valvular leak." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, h6.

Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "valvular leak." Device has been explanted and replaced.